Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that prior to implant the patient had 3 to 4 accidents during the day and night and they weren't able to leave the house. Since implant on (B)(6) 2015 the patient had gotten their life back. The patient experienced a loss or change of therapy and had a return of symptoms due to a sudden change on (B)(6) 2015. The patient felt stimulation and their symptom control was not 50 percent or better. The symptoms were being controlled 100 percent and now the patient had a return of symptoms. The patient had vaginal pain on (B)(6) 2015. The patient increased stimulation by 1 point and had vaginal pain. The patient went to urgent care and when a nurse was doing an exam they hit the back of the vaginal wall on the left side and the patient had the same pain only intensified. The patient decreased the stimulation 1 point and the pain went away. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient called their health care provider (hcp) and the hcp told them they did implants but didn't know how to work the box.. The hcp told the patient it was okay to change the programs, but instructed them to call the manufacturer representative as they didn't know how to work the patient programmer. The patient verified that stimulation was set at program 3 at 2.0v and stimulation was currently on. The patient wanted to try a different program and changed to program 1 at 1.4v, which was comfortable sitting, standing, and walking. The patient would leave it on this setting and continue to track their symptoms. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.